Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual tests found a damaged downstream occlusion (dso) seal. Occlusion tests were not used. Event history log review identified error 45639. The reported problem was duplicated as the device showed 45639 error and the primary problem was a defective printed wiring assembly (pwa). The pwa and dso seal will be replaced.

Event description:
It was reported that the device exhibited error 41639. There was unknown patient involvement.